Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection. A revision was performed and the lv lead was explanted. There were no adverse patient effects reported.